Manufacturer narrative:
Complaint cannot be confirmed as the implants were not returned for evaluation. A likely cause of this event is improper insertion depth. The cannulas were found to be bent, which is most likely caused by prying and/or leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the implants tore out during meniscal surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update on 24-oct-2019: the first implant placed in the posterior horn of the outer meniscus was pulled out. The meniscus part was not damaged, the hole that was created was sewed.